Manufacturer narrative:
(B)(4).

Event description:
It was reported "it was found that the catheter had been completely removed in the hospital ward. However, the clamp at the suture site was left on the patient. As the patient's condition was significantly worse than before the catheter was inserted, it was not replaced and he passed away two days later. According to the user, there was no causal relationship to the catheter being removed."

Manufacturer narrative:
Qn# (B)(4). The customer returned a 3-lumen cvc as well as one loose box clamp assembly for analysis. Signs of use in the form of biological material were observed on the box clamp assembly. Visual analysis of the returned catheter and box clamp assembly did not reveal any defects or anomalies. Although the customer reported the use of sutures at the juncture hub (primary site) and the use of the box clamp assembly (secondary site) on the catheter, it cannot be confirmed that the catheter was secured with these methods. Visual analysis of the suture wings on the juncture hub and the box clamp assembly did not reveal any evidence of sutures being used. Additionally, the box clamp assembly was returned detached from the catheter body. There was no visual evidence that the assembly was correctly applied onto the catheter. Limits of 207mm-227mm per the catheter product drawing. The catheter outer diameter measured 2.43mm, which is within the specifications of 2.39mm-2.49mm per the catheter extrusion product drawing. The catheter clamp inner diameter measured 0.090" or approximately 2.286mm, which is within the specifications of 2.24mm-2.34mm per the catheter clamp product drawing. The inner diameter of the box clamp fastener measured 0.177" or approximately 4.49mm, which is within the specification limits of 4.24mm-4.50mm per the clamp fastener product drawing . Functional inspection was performed per the instructions for use (IFU) provided with this kit which states, "use a catheter stabilization device, catheter clamp and fastener, staples or sutures (where provided). Use catheter hub as primary securement site. Use catheter clamp and fastener as a secondary securement site as necessary." The box clamp assembly was repositioned on the catheter directly adjacent to the juncture hub. To test the axial clamp holding force, the box clamp assembly was then attached to a force gauge. Per amrq-000145 rev. 05, generation 1 combinations of the clamp/fastener for catheters up to 7 fr should sustain a withdrawal force of = 2n (0.44 lbs). The box clamp assembly was pulled in a perpendicular direction to the catheter body up to 0.44 lbs of force. No movement of the clamp was observed. Therefore, the customer report could not be confirmed as no anomalies were identified in regards to the functionality of the box clamp assembly. The IFU provided with the kit informs the user, "use a catheter stabilization device, catheter clamp and fastener, staples or sutures (where provided). Use catheter hub as primary securement site. Use catheter clamp and fastener as a secondary securement site as necessary." The customer report of a catheter migration could not be confirmed based on investigation of the returned sample. Visual analysis of the catheter and box clamp assembly did not reveal any defects or anomalies. Although the customer reported the use of sutures at the juncture hub (primary site) and the use of the box clamp assembly (secondary site) on the catheter, it cannot be confirmed that the catheter was secured with these methods. Visual analysis of the suture wings on the juncture hub and the box clamp assembly did not reveal any evidence of sutures being used. Additionally, the box clamp assembly was returned detached from the catheter body. There was no visual evidence that the assembly was correctly applied onto the catheter. The IFU provided with this product instruct the user "use catheter hub as primary securement site. Use catheter clamp and fastener as a secondary securement site as necessary." It could not be determined exactly how the catheter was secured while inserted into the patient. No visual, dimensional, or functional defects were identified with the returned components. Based on these circumstances, the complaint cannot be confirmed and the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported "it was found that the catheter had been completely removed in the hospital ward. However, the clamp at the suture site was left on the patient. As the patient's condition was significantly worse than before the catheter was inserted, it was not replaced and he passed away two days later. According to the user, there was no causal relationship to the catheter being removed."